Manufacturer narrative:
Additional information: b5. Describe event or problem. H6. Impact codes and device codes.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due loss of capture and noisy signals present. A lead fracture was suspected but not confirmed, however the lead was not functioning properly. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance issues. No additional information is available at the moment. No additional adverse patient effects were reported.